Manufacturer narrative:
Four battelle critical care decontamination system (ccds) workers were cleaning the ccds decontamination chamber shelving units with ethanol and one of the workers reported feeling lightheaded. Poison control was contacted and instructed the worker to go to the emergency room. The worker went to the emergency room and medication was administered. The other three ccds workers indicated that the chamber had a faint smell of alcohol, and that they felt fine with no effects from the ethanol. The chamber exhaust and mixing fans were running, the chamber doors were open, the facility's two industrial fans were on and both bay doors were open. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
A battelle critical care decontamination system (ccds) worker was cleaning the ccds decontamination chamber shelving units with ethanol and reported feeling lightheaded. The worker went to the emergency room and medication was administered.